Manufacturer narrative:
Specimen was plasma. No problems reported with calibration or qc. Bci engineer found tube gel in the sample probe, collar wash and vacuum line. Root cause appears to be poor sample handling and pre-analytical issues within the laboratory.

Event description:
Beckman coulter inc., (bci) internal monitoring data for glucose (glucm) phase I indicated that one patient did not match when running in duplicate mode on unicel dxc 800 pro synchron clinical systems. Customer did not call and complain to bci about this sample. No erroneous result was reported out of the lab. Patient treatment was not affected.